Event description:
Device in cause was implanted in 2001. Surgeon had to remove this valve 4 months later, because of partial obstruction. Both catheters were left in place. Pt condition was reported as satisfactory.